Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant during a physical exam with a medical professional. Mammogram imaging was conducted which confirmed the rupture. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additionally, the patient was replaced with a 185cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 15, 2022, mentor received additional information. Paperwork received indicated that the surgeon diagnosed the patient with bilateral breast ptosis pre-operatively. Per this diagnosis, a second file for left breast ptosis was created. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-14753 for the contralateral event. Additionally, during the revision surgery conducted due to the ptosis and aforementioned right-sided rupture, the surgeon noted both implants were intact upon removal. As such, rupture is no longer applicable to this file. As a result, the patient was bilaterally replaced with 210cc (left-sided) and 185cc (right-sided) mentor memorygel boost breast implants. On december 12, 2022, mentor completed a reevaluation on the device per the updated information. The following was added to the product evaluation. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).